Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly and the seal were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the rec'd condition of the device, the reported complaint "failed to deploy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to deploy. This occurred five times. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.